Event description:
The customer reported there was a tone upon power up of the m3500b heartstream xlt defibrillator and the defibrillator subsequently failed to power on. There was no report of pt involvement.